Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit display. This event occurred during use, the patient was connected, in dwell 4 of 5. The technical service representative (tsr) reviewed the alarm log, se 2367 and se 2240. The tsr explained the alarms. The home patient (hp) disconnected without pressing stop and had unused line open. The hp did not reconnect. The tsr assisted the hp to retrieve the cassette and suggested the hp let the registered nurse (rn) know about not completing the therapy on the hc. The hp was to follow up with manual exchange. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and the root cause was determined to be a use error because the patient disconnected from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.